Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that 13.7mm vticm5_13.7 -11.50/2.0/110 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient right eye (od) on (B)(6) 2022. The lens was removed on the same day due to sizing (fit too big). A replacement lens of shorter length was implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional data: b5: the reporter indicated that a 13.7mm vticm5_13.7 -11.50/2.0/110 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. Intraoperatively the lens was removed and replaced with a shorter length lens and the problem resolved. H6-health effect- impact code: 4627 (device explantation) not applicable, patient did not require a corrective invasive procedure to remove the device. Claim # (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens of diopter -11.5/2.0/110 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The lens was implanted, removed and replaced intraoperatively on the same day with a shorter length lens due to the lens "fit too big". This resolved the problem. Claim #(B)(4).